Manufacturer narrative:
(B)(4). Date of birth: (B)(6). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery, the anchors screw tip broke during insertion in the shoulder. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Visual examination of the returned product identified that the anchor and sutures were returned separate from the inserter handle. The tip of the anchor is fractured completely at the lead thread below the suture window. The sutures threaded into the anchor and holding the fractured tip of the anchor in place. The inserter handle shows no signs of damage to the tip, shaft, or the handle. Previous root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified that the anchor is fractured at the tip. The anchor is not on the inserter and the sutures are trailing out of the anchor. As no product was returned; further visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.